Event description:
Inbound. Caller and spouse report that cadd 100ml cassette with pump alarmed non disposable clamp tubing about 1-2 hours shy of their 48 hour change schedule. They changed which resolved alarm, no further details provided.